Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that during a surgical procedure, the surgeon wanted to use the drill guide on one of the tibia holes; it cracked while being screwed onto the plate with the screwdriver. There was no harm to the pt. The procedure was prolonged by about 20 minutes. Three other drill guides of a newer type were available in the instrument set.